Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Although this device met specification during laboratory analysis, this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported.